Manufacturer narrative:
Additional information can be found in the following sections: d4, d10, g4, g7, h2, h3, h6 and h10. Corrected information can be found in the following section(s): b3. Additional information: 61 - intuitive surgical received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found with a broken curved blade. A broken piece, approximately 0.43" x 0.10" was not returned. Material was missing. Cracked or broken blades are triggered by any contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. System log investigation: a review of the instrument log for the harmonic ace (480275-08/m90190401 0051) was performed. The instrument was last used on (B)(6)2020 on system sk3205. This is a single-use instrument. Corrected information: the event date was corrected from (B)(6)2020 to (B)(6)2020 per review of the instrument log. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the site's instrument log for harmonic ace instruments (480275) was performed. A harmonic ace instrument was late used on (B)(6) 2020. No information was available pertaining to the instrument tool usage on (B)(6) 2020, indicating that the system may have not been connected to the network on the reported event date. The product's sequence number was not provided; therefore, the instrument that failed cannot be verified per the log at this time. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Follow-up was attempted, but the information was either unknown or unavailable. The expiration date is not applicable. Implant date is blank because the product is not implantable. The information for initial reporter is not available.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the harmonic ace broke during firing, and the surgical assistant got "the tip from the body". The instrument was replaced. The procedure was completed with no reported patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by 15 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the surgeon was operating on the stomach tissue. The tip of the harmonic ace was confirmed to have fallen into the patient upon energizing the instrument after 40 minutes of use. There were no functionality issues and there was no report of instrument collision or other hard material. The assistant was able to use the laparoscopic instrument to retrieve all of the fragments from the assist port. A surgical procedure was not required to remove the fragment. No post-operative tests to check for remaining fragments were performed. The patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, and h10. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no information available pertaining to the patient demographics and tests/laboratory data specific to the incident. The nurse informed that after retrieving the fragments out from the assist port, the nurse checked whether the fragments can be fully butted to the cutter head. The assistant also checked that there was no residue in the body cavity. No other special postoperative examination was performed. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient injury reported, the reported malfunction could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.